Event description:
The lead was previously reported as explanted due to a non-specific lead malfunction. The malfunction has since been reported as an increase in pacing thresholds. Explant method: intravascular, superior. Technique/tools: direct traction with locking stylet, intravascular counter traction, sheath(s), laser. No complications.